Event description:
It was reported by service report that the fowler was stuck at 15 degrees and would not raise up or down. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: bent fowler link.